Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a secured pocket in the cc4 refrigerator (bin 1.1) failed to lock after a medication pull, caused the entire refrigerator to fail. The user was unable to recover the secured bin, as it does not illuminate or unlock during storage space recovery. The customer powered off both the refrigerator and the medstation and performed a reboot. Followed the reboot, storage space recovery was successfully completed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the secured pocket was not locking, which caused refrigerator hardware failure and resulted in the refrigerator door failing to lock. A field service engineer (fse) identified that helmer bin 1.1 was not locking. The fse powered off the system and replaced the input output relay and access control board for the corresponding row, verified functionality using the hardware test application with successful results, and confirmed that the pharmacist completed the inventory for the affected bin to resolve the issue. The system functioned as intended after the field service engineer repaired the device.